Event description:
The customer reported that the system displayed a communication error message and the monitors blank. In addition there was burning smell. An alternate system was required to continue the case. There is no report of pt injury associated with this event.

Manufacturer narrative:
A ge service rep performed an onsite investigation. The gpos, rtos and power supplies were replaced. The system was then found to be operating as intended.